Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when the balloon burst during balloon inflation when the device was inflated to 16 atm. It was also reported that there was inflation difficulties. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The lesion being treated was a non-tortuous, non-calcified lesion with 95% stenosis located in the proximal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The patient deceased in ccu after the pci was done, the cause of death was reported to be cardiogenic shock.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.